Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It reported that the patient presented for follow up in clinic. Upon review, it was revealed that the right ventricular lead exhibited high capture thresholds. Impedance and sensing measurements were all normal. Since the pacing percentage was low, it was noted that no interventions were made. The patient was stable.